Event description:
It was reported that an intraocular lens was removed from the pt's eye intraoperatively due to a torn haptic. The incision was enlarged to remove the lens and another lens was implanted successfully. The current pt's prognosis was reported as excellent. Please reference MDR #2031924-2013-00136 for the inserter used during the event.

Manufacturer narrative:
The lens was returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. See scanned page.